Manufacturer narrative:
(B)(4).

Event description:
Received info, the pt had his device explanted because his "body rejected and it made him sick". Pt stated, it was not helping his pain very well. He had met with the medtronic rep several times to reprogram the device without success. His doctor decided to explant it when his body started "rejecting" it. Add'l info has been requested and if received, a f/u report will be sent.